Manufacturer narrative:
Covidien ref. Number: (B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specifications.

Event description:
The customer reported that the 840 ventilator had loss of communication errors during the extended self-test (est). The malfunction did not occur during pt use.